Event description:
It was reported that: "when drilling femoral lugs drill (B)(4) became stuck in drill guide (B)(4). Doctor had to drill (unreadable) as a result."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.